Event description:
It was reported that during the implant attempt there was t-wave oversensing on the right ventricular lead. The lead was repositioned, and during defibrillation threshold (dft) testing in the new location, the device "failed" at various settings. The device and lead were not used, and were replaced. During the explant, the lead was damaged. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the outer tubing overlay, and blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). The defib conductor was noted to be distorted, and the inner tubing was kinked/buckled. The outer tubing overlay was breached cut, and the lead appeared to have been damaged at implant.